Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a routine replacement of an implantable cardioverter defibrillator (ICD) this lead could not convert vf (ventricular fibrillation). The physician elected to replace the lead with a new endotak lead.